Event description:
It was reported the subject device experience a broken insertion tube during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was slightly dented, interrupted and weakened at the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure caused by a component failure of the lg bundle and by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.